Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis reported due to the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not shooting at start up. Review of the system log file showed a malfunction of frontal ip-pc. The fse swapped frontal ip-pc by the lateral ip-pc and installed the software. After swapping of frontal ip-pc with lateral ip -pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura xper fd10/10 system could not perform fluoroscopy at the startup. The system was in clinical use at the time of the event. No harm has been reported. Upon evaluation, the system was that the device performance was poor, so the ippc hard disk was initialized and reinstalled, which improved the problem. It was found that the saved images were reset as a precaution and the ippcs for the frontal and lateral use were changed. The ghost backup was recreated, and the system was returned back to functionality. Philips has started an investigation of the complaint.